Event description:
It was reported that the customer had a high blood glucose level of 516 mg/dl. Customer treated using a manual injection. Customer also mentioned a no delivery alarm and air bubbles that ware resolved by a complete set change. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer blood glucose at end of the call was 376 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.